Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the bd preset¿ arterial blood collection syringe the plunger was difficult to move. The following information was provided by the initial reporter: as advised by the doctor, the nurse used the blood gas needle to extract the arterial blood. During the blood drawing, the plunger stopper did not rise. After the discovery, the nurse pressed the artery and replaced the blood sampling device, which did no harm to the patient.